Event description:
It was reported that this device had no flow/pressure. On receipt of the device for evaluation it was apparent that the mains lead was damaged, leading to exposed wires. We have not received any information from the customer as to how the device came to be in this condition. The IFU for this device contains the warning 'the power supply cord cannot be replaced by the user. In case the power supply cord becomes damaged, contact philips respironics customer service for replacement (there is no service option)'. No patient harm or death has been reported and the device is not life sustaining/supporting. (B)(4).